Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. There was no reported adverse impact to the customer¿s blood glucose level.